Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The device was started up at 09:12:42 on (B)(6) 2025. At 11:27:46, an arrhythmia was detected. ECG shows vt @ 180 bpm with varying rates/amplitude. The device properly detected vt. Varying rates/amplitudes prevented the device from treating the patient. The electrode belt was disconnected at 11:31:14 on (B)(6) 2025.